Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, adjusted the 5 volt power supply, reset the image intensifier configuration settings, and replaced the batteries. The system operates as intended.